Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the upper and lower trigger were sticking. Therefore, the reported condition was confirmed. It was further reported that the electric motor didn't meet specification. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery, it was observed that that two small battery drive devices had an undetermined malfunction. The reporter indicated that one of the two devices was not changing speeds; however, the reporter was unable to specify which one. During in-house engineering evaluation, it was observed that the upper and lower triggers were sticking. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.